Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received.  Information from the field indicates ablations were performed with rf power of 50 watts. The IFU warns rf power in excess of 30w is associated with a higher likelihood of pericardial effusion occurrence. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion was due to ablating at 50 watts.

Event description:
Following a supraventricular tachycardia ablation, a pericardial effusion occurred. The ablation procedure was for a concealed left lateral bypass tract. Transseptal access was obtained and ablation was performed successfully which eliminated the lateral bypass tract. Post procedure, the patient was hypotensive. A pericardial effusion was observed on fluoroscopy and an echocardiogram was used to confirm the effusion. No intervention was needed to treat the effusion. The physician believed the pericardial effusion was due to ablating at 50 watts. There were no performance issues with any abbott device.